Manufacturer narrative:
Retainer ring - clear. Customer returned insulin pump for an alleged under delivery, low bg and retainer ring damage found on (B)(6), 2021. Device passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, and displacement accuracy test. Device alarmed pump error 63 during self test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however retainer ring damage noted. No over delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed (B)(4) of normal bolus was delivered on (B)(6), 2021. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm low bg's. Pump error 63 variable 3 occurred during testing and was noted in the history download on (B)(6), 2022 at 9:08 due to broken trace u1 pin6 on keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, broken belt clip rails and minor scratches on lcd window. In summary, customers alleged under delivery was not confirmed. Unable to confirm low bg. However, customers alleged retainer ring damage was confirmed by visual inspection where a cracked retainer ring was noted. Alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was over delivering insulin. Customer experienced low blood glucose level of 39 mg/dl. Customer's current blood glucose level was 77 mg/dl. Customer did not treat low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted for troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.